Event description:
It was reported the system displayed overload faults and low ma error message. The overload fault will result in a system shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and returned to service.